Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing revealed normal interrogation and telemetry operations. The device was subjected to a longevity calculation based on system guide labeling for this model device and was found to not meet longevity. Design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested a second time, using a revised longevity calculator that has corrected the deficiencies of the original calculator. This device passed the second longevity calculation. Analysis concluded this device did not experience a component anomaly or premature battery depletion.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. This device was explanted and returned. Pending the completion of lab analysis, this section will be updated appropriately.

Event description:
Boston scientific crm received information that premature battery depletion was suspected as this device was near elective replacement time and it was only implanted for 4 years.